Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned ; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced an umbilical hernia, coincident with automated peritoneal dialysis therapy. The cause of the umbilical hernia was unknown. On an unreported date, the patient had a surgical repair of the umbilical hernia. On an unreported date, dianeal and extraneal therapies were discontinued and the patient was placed on hemodialysis. The patient was recovering from the event. Additional information was requested, but is not available at this time.